Event description:
It was reported that the bottom part of the thermistor is defective as it always stays at 28°c, indicating that the device shows it is already at a warmed temperature all the time. Per reporter, they tried to calibrate the board but there were still no changes. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.